Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked at the blue winged cap. This issue was discovered during filling at the hospital. The nurse confirmed that the blue winged cap was securely connected to the distal luer lock. It was further stated that the leak stopped when a pharmacist tightened the cap by further applying fairly strong force until the cap could no longer be twisted. There was no patient involvement. No additional information is available.